Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? -- the 2nd firing. What vessel or structure was the device fired on at the time of the event? -- cystic artery. Was the clip fully advanced into the jaws prior to firing? -- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? - the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? -- yes. Were any unexpected noises heard? ¿ the information was not provided from the hospital. Did anything unexpected happen prior to this incident? -- no. Was the device fired after this incident in or out of the patient? -- no. The analysis results of the device found that it was received in good visual condition. Upon evaluation the device fired eight conforming and one scissored clips. In addition, the device did not lockout as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the handle of the device. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. In addition, the excessive body fluids could have affected the lockout functionality of the device. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not deployed. Another device was used to complete the case. There were no adverse consequences to the patient.